Event description:
The rep reported that during a low anterior resection, the surgeon followed all steps for the anvil placement. With the first device, the anvil was difficult to seat. The surgeon dialed the anvil down and it slipped off. The device was not fired. A second device was used following the same steps. The second device was fired. A crunch was heard. The surgeon inspected the staple line and noticed open staples and half of the staple line was formed. The pt had to have colostomy. The distal bowel was closed with suture. Tlt is unk as to whether the colostomy was temporary or permanent. The procedure was prolonged by one and a half hours.

Manufacturer narrative:
Instrument b: batch # f5v17v, exp date: 04/09/2014: 05/09/2009; (anvil not returned). Evaluation summary: the analysis results found that the cdh29 device a arrived in visual condition. The breakaway washer was present and cut and there were not staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties and did not detach during functional testing. The analysis results found that the cdh29 device b arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The test anvil attached without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.